Manufacturer narrative:
Concomitant medical product: dtma1d1 crt-d, implanted: (B)(6) 2019, 5076-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was exhibiting high pacing thresholds. The lead was capped with no replacement. It was also reported that thresholds on the right ventricular (rv) lead were starting to increase. The lead was explanted and replaced. No patient complications have been reported as a result of this event.